Manufacturer narrative:
Medical device: unable to confirm serial number.

Event description:
The customer reported telemetry devices were down on multiple floors and that the sectors displayed a "no data tele" inop or "weak signal" inop. There was no report of any adverse event or patient harm.